Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower door 2 had failed. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 18-jun-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the tower door two was failed. The field service engineer assisted pharmacy in accessing the top of the tower and manually failing all four doors. Recovery procedures were performed for the tower doors. The hardware testing application was launched, and final tests were completed. Pharmacy staff verified that the system was functioning normally. Proactive inspection process and preventive maintenance was performed. The system functioned as intended after the field service engineer repaired the device.